Event description:
This unsolicited device case from united states was received on (B)(4) 2016 from a non-health professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and later experienced pain on right knee/pain worsened, her right knee was swollen, fluid was drained out, was unable to move her right knee and could not get out of bed. No medical history, past drugs, concurrent conditions or concomitant medications were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, once, at a dose of 6 ml with batch/lot number: 5rse035 and expiration date: 30-jun-2018 in her right knee. On an unknown date in (B)(6) 2016, the patient was having a lot of pain on her right knee and it was swollen. This was reported to physician's office on (B)(6) 2016. On (B)(6) 2016, the patient had called the doctor at home as the pain had worsened and she was unable to move her right knee and she could not get out of bed. It was reported that the doctor told the patient to go to the emergency room (ER) and they drained fluid out of it and she received steroid injection, and had relief from that. Corrective treatment: steroid injection for pain on right knee/pain worsened, right knee swollen and drained fluid out and not reported for rest of the events. Outcome: unknown for all the events. A pharmaceutical technical complaint was initiated and results were pending for the same seriousness criteria: required intervention for steroid injection for pain on right knee/pain worsened, right knee swollen and drained fluid out.

Event description:
This unsolicited device case from united states was received on 25-feb-2016 from a non-health professional. This case concerns a (B)(6) years old female patient who received treatment with synvisc one and later experienced pain on right knee/pain worsened, her right knee was swollen, fluid was drained out, was unable to move her right knee and could not get out of bed. No medical history, past drugs, concurrent conditions or concomitant medications were reported. On (B)(6)-2016, the patient received treatment with intra-articular synvisc one injection, once, at a dose of 6 ml with batch/lot number: 5rse035 and expiration date: on (B)(6)-2018 in her right knee. On an unknown date in (B)(6)-2016, the patient was having a lot of pain on her right knee and it was swollen. This was reported to physician's office on (B)(6)-2016. On (B)(6)-2016, the patient had called the doctor at home as the pain had worsened and she was unable to move her right knee and she could not get out of bed. It was reported that the doctor told the patient to go to the emergency room (ER) and they drained fluid out of it and she received steroid injection, and had relief from that. Corrective treatment: steroid injection for pain on right knee/pain worsened, right knee swollen and drained fluid out and not reported for rest of the events outcome: unknown for all the events. (B)(4). The production and quality control documentation for lot number 5rse035 expiration date (06/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 5rse035 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi genzyme would continue to monitor complaints in order to determine if a CAPA was required. Seriousness criteria: required intervention for steroid injection for pain on right knee/pain worsened, right knee swollen and drained fluid out additional information was received on 10-mar-2016: global ptc number and ptc results were added.

Event description:
Based on additional information received on (B)(6) 2016 from the nurse, this case became medically confirmed. This unsolicited device case from united states was received on (B)(6) 2016 from a non-health professional. This case concerns a (B)(6) years old female patient who received treatment with synvisc one and the same day experienced pain on pain on right knee/pain worsened/ soreness, her right knee was swollen and was unable to bear weight, one day after starting treatment her fluid was drained out and after few days of starting treatment was unable to move her right knee and could not get out of bed. The medical history of the patient included osteoarthritis involving multiple joints, neuropathy, stenosis, high cholesterolemia, depression, asthma, irritable colon, reflux, sacroiliitis, back pain, hyperglycemia, muscle spasm, rotator cuff syndrome, somatic dysfunction, myalgia, cataract and hypermetropia. The concomitant medications of the patient included salbutamol (albuterol), meloxicam, hydrocodone bitartrate/paracetamol (norco) and omeprazole (prilosec). The patient was allergic to cefazolin, metronidazole (flagyl), paracetamol (pcm),synvisc and erythromycin. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, once, at a dose of 6 ml with batch/lot number: 5rse035 and expiration date: 30-jun-2018 in her right knee. The same day, the patient was having a lot of pain on her right knee, soreness and it was swollen. Also, the same day, the patient was unable to bear weight. The patient went to emergency room, got the fluid aspirated on (B)(6) 2016 (1 day after starting treatment) and injected steroid and had relief from that. This was reported to physician's office on (B)(6) 2016. On (B)(6) 2016, the patient had called the doctor at home as the pain had worsened and she was unable to move her right knee on an unknown date in (B)(6) 2016 and she could not get out of bed. Corrective treatment: steroid injection for pain on pain on right knee/pain worsened/ soreness, right knee swollen and drained fluid out and not reported for rest of the events. Outcome: unknown for unable to move her right knee and could not get out of bed and recovered for rest of the events (B)(4). The production and quality control documentation for lot number 5rse035 expiration date (06/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 5rse035 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi genzyme would continue to monitor complaints in order to determine if a CAPA was required reporter causality: reaction to synvisc one injection. Seriousness criteria: required intervention for steroid injection for pain on pain on right knee/pain worsened/ soreness, right knee swollen and drained fluid out. Additional information was received on (B)(6) 2016: global ptc number and ptc results were added. Additional information was received on (B)(6) 2016 from the nurse. Height and weight of the patient was added. The event verbatim was updated from pain on right knee/pain worsened to pain on right knee/pain worsened/ soreness. The event of unable to bear weight was added along with the details. Concomitant medications, past drugs and medical history was added. The start date for the event pain on right knee/pain worsened was updated from (B)(6)2016 to (B)(6) 2016 and start date for the event drained fluid out was updated from (B)(6)2016 to (B)(6) 2016. The outcome for the events pain on right knee/pain worsened, right knee swollen and drained fluid out was updated from unknown to recovered. Reporter causality was added. Clinical course was updated and text was amended accordingly.